Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of spectrum iq pumps were constantly alarming upstream occlusion while using paclitaxel tubing. This occurred during treatment in the infusion therapy area and the oncology center. There was no report of patient injury or medical intervention associated with this event. No additional information is available.